Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was placed with appropriate sensing observed. However, there was intermittent capture when the pacing output was set up to 10v. Pacing impedance measurements were normal. The lead was removed from the patient and when testing the helix mechanism, the helix was not extending smoothly as expected, it was popping out. Therefore, a new lead was used to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be retuned for analysis.